Event description:
A customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. To resolve the occlusion events, the customer changed the infusion set and cartridge and resumed insulin administration.